Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the hemopro self-activated after the extension cable was plugged into the device; it started smoking. A replacement device was used to complete the procedure. The hosp did not report any pt effects.